Event description:
An implantable pulse generator (ipg) system was returned from the (B)(6) funeral services with no information. Information identified in the manufacture¿s data base indicated the patient died approximately nine months post implant of the ipg system. A cause of death was requested and not received.

Manufacturer narrative:
Product event summary # product ID# rvdr01 the device was returned and analyzed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Attempt(s) for additional information from the funeral home and the physician office were unsuccessful. However, if requested additional information is subsequently received it would be processed and considered accordingly. Concomitant products: product ID 5086mri52 implanted: (B)(6) 2012; product ID 5086mri58 implanted: (B)(6) 2012. (B)(4).